Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that the nosecone became caught in a lesion. It is reported that the nosecone broke. No patient injury is reported. Device evaluation: the atk turbohawk was received for evaluation inside a red biohazard bag with the product sticker from the label attached. No additional ancillary devices or cine images from the procedure were received. The device was examined and found the distal assembly was fractured and separated at the cutter window . The proximal and distal segments of the fractured distal assembly were observed under microscope shows a ductile fracture. The drive shaft and cutter remained in the distal assembly and could move within the assembly with no resistance; however it should be noted the cutter was unable to be pulled from the fractured segment.